Manufacturer narrative:
Name- medtronic minimed. Street-18000 devonshire street. City- northridge web . State- ca. Zip code- 91325. Zip four- 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the infusion set was detached accidentally from infusion set site on (B)(6) 2026.